Event description:
It was reported that the patient presented for in-clinic follow up with the implantable cardioverter defibrillator unable to be interrogated via radiofrequency (rf) telemetry. Multiple programmers were attempted but were unsuccessful. No patient interventions or symptoms were reported. Further information was requested but not received.